Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in and requested a password. The technical support specialist (tss) received an inbound call regarding a login issue with pyxises at a new building. The user was unable to log in and requested a password, although access was available from a station at the old building. The user was advised to contact hospital information technology team (hit) or the hospital¿s active directory team (adt) for authentication-related concerns, as support could only verify account activity. It was mentioned that both teams had already been consulted but redirected the issue to bd support. Despite multiple clarifications, the concern continued to be repeated. No serial number or station name was provided. The account was checked on the es 1.8 prod app server and found to be active. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to login the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.